Manufacturer narrative:
Section d1: brand name was corrected. Section d4: UDI and catalog number was corrected. Manufacturer¿s investigation conclusion: the reported event of backup battery fault alarms was confirmed during review of the submitted and downloaded log files. The log files collectively contained information spanning approximately 4 days of patient use (25feb2024 ¿ 25feb2024 and 16mar2024 ¿ 17mar2024, per timestamps). Two backup battery alarms were observed throughout the data due to the backup battery not passing the load test. The onset of the first alarm had been overwritten by newer events, so the voltage conditions associated with that load test could not be determined. Based on the periodic data, the first alarm activated between 19:43:59 and 20:43:59 on 24feb2024, and later resolved at 4:36:28 on 26feb2024 when the battery passed a load test. The second backup battery fault alarm activated at 14:18:55 on 17mar2024. At the time of this alarm, the difference between the loaded and unloaded voltages of the battery was measured to be slightly outside of the designed threshold. This alarm remained active until the controller was exchanged and shut down later that day. The backup battery fault alarms did not impact the controller's ability to operate the pump at the intended speed. Provided information indicated that after the first alarm, the 11v backup battery (serial number: (B)(6)) was exchanged. Then once the backup battery fault alarm recurred, a controller exchange was performed. The exchanged heartmate 3 system controller (serial number: (B)(6)) was then returned to abbott for analysis with 11v backup battery (B)(6). The controller and battery passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period of time without any issues. Throughout testing procedures, the backup battery passed multiple load tests, and atypical alarms were not able to be reproduced. The root cause of the backup battery fault alarms was determined to be the battery not passing the load test; however, the reason for the load tests not passing could not be conclusively determined through this analysis. A corrective and preventative action has been initiated to investigate backup battery faults with an unknown root cause. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use ( section 4 ¿system monitor¿) describes how to use the system monitor to properly download log files from the heartmate 3 system controller to a data card. This section also instructs users to contact abbott if they have any questions regarding log files or understanding log file information. The heartmate touch communication system quick start guide (¿export data¿ section) describes how to properly download log files with the heartmate touch so that they can be sent to abbott for diagnostic purposes. The heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), including those associated with backup battery fault conditions, and the actions to take if the alarm cannot be resolved. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had backup battery fault alarms since 24feb2024 which seemed to have cleared themselves. The last alarm was seen on 25feb2024. A review of the log files confirmed the backup battery alarms on 25feb2024 that resolved on their own. The ventricular assist device (vad) coordinators opted to replace the patient's emergency backup battery (ebb). After replacing the ebb, there were no issues on battery or mobile power unit (mpu). The patient performed a system controller exchange for a backup battery fault alarm on 17mar2024. A review of the event log file confirmed a backup battery fault event on 17mar2024 at 14:18:55.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.